Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported battery failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient noticed a white substance leaking from the battery area of the personal diabetes manager (pdm). The patient removed the battery cover and noticed the leaking appeared to be the battery leaking.